Event description:
We have been informed that the pt was lying on the alpha trancell deluxe mattress and was quite impatient. Because the mattress was narrower than the bed and the bed had no mattress brackets the mattress was moved, which caused a slot between the mattress and the wall. The pt has turned onto the side and turned further onto the belly. This change of position caused the pt to become entrapped for some time. It is unk how long exactly the pt was lying between the mattress and the wall, however, it was confirmed that it was no longer than 2-3 hours. Pt had several little wounds at the arm, side of the hip and the head, also many bruises. Ref MFR report# 3007420694-2013-00041.